Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother stated that she and her daughter had already tried 4 different infusion sets before they found one that worked. She advised that the alarm was resolved by a complete infusion set change. She was unable to troubleshoot at the time of the call due to the customer being away at school, since the device was with the customer. The blood glucose reading was 200 mg/dl. The caller stated that the alarm occurred during the manual prime process. The caller was unable to determine the cause of the issue. She requested to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.